Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The delayed keypad response was confirmed through evaluation. This condition was caused by a failed component on the processor printed circuit board (pcb). The processor pcb was replaced.

Event description:
During baxter's evaluation, a spectrum pump had a delayed keypad response. There was no pt involvement.